Event description:
The plaintiff, alleges that in their work as a physician, they unknowningly inhaled and was unkowningly exposed to latex, latex dust, latex proteins, latex-containing powder and/or various other additives resulting from the use of latex-containing gloves. Plaintiff alleges that plaintiff has developed serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, life-threatening nature. Finally plaintiff reportedly has suffered significant pecuniary damages resulting from lost wages and expenses.